Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) was returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use, wear, bone debris attached to external threads. Implant was fractured at the collar region. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review for the lot 63451875 revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for 63451875 similar events and no other complaint was identified. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 5 years, 7 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.